Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis. That same day, prior to the start of antibiotherapy. The cause of the peritonitis was unknown. On an unreported date, the patient began remedial therapy with injection meropenem (1gm, ip, frequency not reported), injection amikacin (500mg, frequency not reported) and an unspecified antifungal medication. Dianeal therapy was ongoing. The peritonitis was resolving. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.